Event description:
It was reported that during the use of the device for a non-clinical activity, the central control monitor (ccm) displayed a 'disk boot failure, insert system disk and press enter' message. The ccm was rebooted but the issue remained. There was no patient involvement.

Manufacturer narrative:
Updated blocks: h3 and h6. The reported complaint was not verifiable since the product was not returned for evaluation or testing. Multiple diligence attempts for part return were unsuccessful. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.